Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. No failed battery test noted. However, unit alarmed a64 during self test and problem isolated to board. Passed basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime anomaly. Unit received with minor scratches on lcd window. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 289 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.